Event description:
Pt implanted with a multiloc proximal nail, multiloc screws and locking screws for a proximal humerus fracture. One of the multiloc screws backed out and caused irritation to the pt. Fractured noted to be healed. Surgeon removed all hardware on (B)(6) 2011. Pt was not revised to any add'l hardware. No issue with the other screws. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.